Event description:
An operating room supervisor reported that two times during vitrectomy surgeries the infusion cannula did not fit well into the 23g non-valved trocar cannula. They held the trocar cannula in position manually. The surgeries were completed w/o any pt harm. There was no delay in the surgeries.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. Two lot numbers were identified as possibly relating to this report, however it cannot be ascertained which lot or lots were in use at the time. This is the first complaint reported against both finished goods lots and the device history records (DHR's) show the products were released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause cannot be determined conclusively, however, the customer event is believed to be related to design specification. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).